Event description:
The customer obtained multiple, imprecise vitros phyt quality control results (biorad 40231 result = 8.12 ug/ml vs. Expected result = 5.3 ug/ml; biorad 40232 results = 8.3, 15.41, 16.13 ug/ml vs. Expected result = 12.0 ug/ml; biorad 40233 results = 9.5, 23.71, 24.03 ug/ml vs. Expected result = 19.4 ug/ml; tdm pv c9668 result = 22.4 vs. Expected result = 28.5 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, imprecise phyt quality control results were obtained while using the vitros 5600 analyzer. Patient samples were not known to have been affected. An ocd field engineer performed service to the wash fluid metering subsystem and performed related adjustments. Performance testing and phyt qc testing following service verified that the equipment was returned to expected operation. There is no evidence that the vitros phyt reagent slides malfunctioned. The assignable root cause is an instrument related issue.